Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that while the pt was having dinner on (B)(6), 2010, she suddenly began to hear lower. The intensity varied from low to very low. She also reports hearing a radio like interference, but not all the time. It was also reported that on (B)(6), 2010, she received a soft blow to her head while walking along the street. On that day and the next one, she heard a noise like rain. All the external components have been checked and exchanged.